Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 407 mg/dl and current blood glucose was 294 mg/dl. Customer reported the following symptoms related to their high blood glucose were vomited, nausea. Customer treated high blood glucose manual injections and insulin drip. Customer ran out of insulin and stated that, the insulin pump did not alarm them. The customer also stated that, the insulin pump had flashing, blank display screen and issue was not resolved by troubleshooting. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.